Event description:
Update rec¿d 5/28/2014 - sales rep reported revision surgery for left hip. Patient was revised to address pain. The sleeve is being added to the complaint. This complaint was updated on: 06/24/2014.

Event description:
Bilateral patient. Litigation alleges that patient has experienced pain, discomfort, chronic swelling in lower legs and ankles, muscle weakness and soreness, requiring extensive physical therapy. Additionally, it is alleged that patient has elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this investigation closed.

Event description:
Update rec'd 10/2/2014 - medical records received. Dor updated. Patient revised to address alval. Upon revision, fluid, metal debris, synovitis and metallosis were noted. The information received does not change the MDR decision. This complaint was updated on: 10/29/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.